Event description:
It was reported through remote transmission that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Program changes were made and the device remains implanted. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.